Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid in the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2411 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. Pre-ast 15mins 1000ml simulated treatment was performed without any failure or problem. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A registered nurse (rn) contacted fresenius technical support to report that the cycler could not be powered on during power up. Rn stated other nurses reported that when they attempted to disconnect the patient in the morning, the cycler display was black. They flipped the power switch but nothing happened. Nurses attempted a different outlet and a different power cord, but the cycler remained unresponsive. The treatment appeared to have completed prior to the issue. Patient was connected during the incident. There was no power outage, no outlet issue, and the power cord was securely plugged in. Pressing the stop and ok buttons produced no sound, and no lights illuminated on the stop, ok, or up/down keys. The fresenius technical support representative advised discontinuing use of the cycler and issued a replacement. There was no patient involvement, and no harm or adverse event reported. Eta (B)(6). Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt has been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.